Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). Medical product: unknown tibial tray: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni; unknown extension: catalog#ni, lot#ni. Foreign: (B)(6). Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2021-03345, 0001822565-2021-03346, 0001822565-2021-03347, 0001822565-2021-03349. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision knee replacement procedure due to articular sepsis. The joint surface, two extensions, a femoral implant and tray were all replaced. Attempts have been made and no additional information has been provided.